Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ left pelvic side"), genital haemorrhage ("persistent bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and bipolar I disorder ("bipolar (mania)") in a 22-year-old female patient who had essure (batch no. C30396 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2010; (B)(6) 2010), miscarriage on (B)(6) 2013 and pelvic inflammatory disease in 2013. Previously administered products included for an unreported indication: implanon. Concurrent conditions included headache, pelvic discomfort since 2014, urinary tract infection, diabetes (father) and obesity. Family history included hypertension (mother). Concomitant products included baclofen from (B)(6) 2016 to (B)(6) 2016, ibuprofen and naproxen for pain as well as anaesthetics (anesthesia) and sertraline (zoloft). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 2 years after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood altered ("mood worsen") and mood swings ("mood swings"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), bipolar I disorder (seriousness criterion medically significant), nausea ("nausea") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, physical therapy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, uterine haemorrhage, mood swings and weight increased outcome was unknown and the bipolar I disorder, dysmenorrhoea, dyspareunia, fatigue, mood altered, vaginal infection and nausea had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered bipolar I disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mood altered, mood swings, nausea, pelvic pain, vaginal infection and weight increased to be related to essure. The reporter commented: she reports a history of pain since having her essure placed in (B)(6) 2014. Current weight: 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: positive date- (B)(6) 2014; on (B)(6) 2014: completely occlude the fallopian tubes bilaterally; on (B)(6) 2016: positive date- (B)(6) 2016; on (B)(6) 2016: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: positive date- (B)(6) 2014; on (B)(6) 2016: positive date- (B)(6) 2016. Current weight: 155 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abnormal uterine bleeding (confirming genital hemorrhage) confirming pelvic pain. Most recent follow-up information incorporated above includes: on 1-aug-2018: update of information (batch was not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ left pelvic side"), genital haemorrhage ("persistent bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and bipolar I disorder ("bipolar (mania)") in a (B)(6) year-old female patient who had essure (batch no. C30396) inserted for and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2010; (B)(6) 2010), miscarriage on (B)(6) 2013 and pelvic inflammatory disease in 2013. Previously administered products included for an unreported indication: implanon. Concurrent conditions included headache, pelvic discomfort since 2014, urinary tract infection and diabetes (father). Family history included hypertension (mother). Concomitant products included baclofen from (B)(6) 2016 to (B)(6) 2016, ibuprofen and naproxen for pain as well as anaesthetics (anesthesia). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 2 years after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and mood altered ("mood worsen"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), bipolar I disorder (seriousness criterion medically significant) and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, physical therapy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bipolar I disorder, dysmenorrhoea, dyspareunia, fatigue, mood altered, vaginal infection and nausea had not resolved and the genital haemorrhage and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered bipolar I disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mood altered, nausea, pelvic pain and vaginal infection to be related to essure. The reporter commented: she reports a history of pain since having her essure placed in (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - on (B)(6) 2014: positive date- (B)(6) 2014; on (B)(6) 2014: completely occlude the fallopian tubes bilaterally; on (B)(6) 2016: positive date- (B)(6) 2016ultrasound scan vagina - on (B)(6) 2014: positive date- (B)(6) 2014; on (B)(6) 2016: positive date- (B)(6) 2016 concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abnormal uterine bleeding (confirming genital hemorrhage) confirming pelvic pain. Most recent follow-up information incorporated above includes:on 27-feb-2018: information from pfs and mr. New reporters added. Patient¿s demographics added. Historical and concomitant conditions and drugs added. Lot number added. New events added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, mood worsen, vaginitis, nausea, bipolar (mania), abnormal uterine bleeding (per mr)incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ left pelvic side"), genital haemorrhage ("persistent bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and bipolar I disorder ("bipolar (mania)") in a 22-year-old female patient who had essure (batch no. C30396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2010; (B)(6) 2010), miscarriage on (B)(6) 2013 and pelvic inflammatory disease in 2013. Previously administered products included for an unreported indication: implanon. Concurrent conditions included headache, pelvic discomfort since 2014, urinary tract infection, diabetes (father) and obesity. Family history included hypertension (mother). Concomitant products included baclofen from (B)(6) 2016 to (B)(6) 2016, ibuprofen and naproxen for pain as well as anaesthetics (anesthesia) and sertraline (zoloft). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 2 years after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood altered ("mood worsen") and mood swings ("mood swings"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), bipolar I disorder (seriousness criterion medically significant), nausea ("nausea") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, physical therapy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, uterine haemorrhage, mood swings and weight increased outcome was unknown and the bipolar I disorder, dysmenorrhoea, dyspareunia, fatigue, mood altered, vaginal infection and nausea had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered bipolar I disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mood altered, mood swings, nausea, pelvic pain, vaginal infection and weight increased to be related to essure. The reporter commented: she reports a history of pain since having her essure placed in (B)(6) 2014. Current weight: 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: positive date- (B)(6) 2014; on (B)(6) 2014: completely occlude the fallopian tubes bilaterally; on 22(B)(6) 2016: positive date- (B)(6) 2016; on (B)(6) 2016: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2014: positive date- (B)(6) 2014; on (B)(6) 2016: positive date- (B)(6) 2016. Current weight: 155 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abnormal uterine bleeding (confirming genital hemorrhage) confirming pelvic pain. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet received. Plaintiff demographics, concomitant drug and concomitant disease added. Essure indication updated .new events mood swings and weight gain were added. Event pain/ left pelvic side outcome updated to recovered. Incident . At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2016, plantiff underwent surgery to remove essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.